Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The event of system explant was reported to abbott. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs system had been explanted on an unknown date for an unknown reason.